Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with nordic bluetooth device and unit failed . Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.